Manufacturer narrative:
A device history record review was completed for provided material number 307727 and lot number 2311184. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility for evaluation; however, the retained samples did not display any signs of defect. Although the defect could not be confirmed through investigation, it is possible that the reported incident resulted from damage in the barrel. This type of damage may be produced during the handling of the product through the manufacturing process or within the assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd syringe 2ml ls emerald 'burst'. The following information was provided by the initial reporter: we have had a complaint from a patient regarding bd emerald 2ml syringes. She says on several occasions, the syringe has burst while injecting medication (lubion), causing medication wastage. The batch number of one of them was 2311184 and exp 10/2028.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.